Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the lancet did not retract from the safe-t-pro plus device. The nurse was "injured" from the protruding lancet while getting a blood sample from the patient. The nurse who is an employee at the hospital received treatment from the doctor. The type of treatment given to the nurse was unknown. The nurse was not admitted into the hospital. The lancet device was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.